Event description:
The customer stated that she was hospitalized for observation. The customer stated that her blood glucose levels were swinging from high to low and low to high. The customer also stated that she was having trouble with the backlight feature. It was explained to the customer how to activate the backlight feature. The customer then stated that her belt clip was broken and that the battery cap was becoming increasingly difficult to remove. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.